Event description:
It was reported the pip tray was very worn and the broaches and trails appeared to be extensively used. This added an additional twenty minutes to the surgery.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. A review of the device history record showed no anomalies. The broaches are still functional and no issue was identified. The trials show dings and scratches on some sizes from normal wear and tear. Based on the reported info and the investigation results provided, integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.